Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the left ventricular (lv) set screw of the patient's cardiac resynchronization therapy defibrillator (crt-d) was not able to fully engage the lead as evidenced by noise that inhibited pacing. It was commented that the set screw felt stripped. The crt-d was not used and another crt-d implanted. No patient complications have been reported as a result of this event.